Event description:
This lead was explanted and replaced due to lead malfunction. No other information available. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found fractured approx. 26.5 cm distal to the is-1 connector pin. The two returned lead fragments were thoroughly analyzed. Multiple signs of wear could be noted along the lead fragments. In particular 11 cm distal to the is-1 connector pin the insulation was rubbed through. The damage symptoms indicate friction against another implantable device. Furthermore the insulation body was squeezed and deformed several centimeters around 26.5 cm in the fracture area on both lead fragments. The insulation was severely damaged in this region and as mentioned above the inner and outer conductor coils were fractured. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Additionally extraction damages were observed. The distal end of the lead was found pulled out of the ring electrode and the lead tip was kinked. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.